Event description:
Customer returned the device for evaluation and repair of the issues of bending manipulation and low angulation, along with and channel restriction and an insertion tube issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle unit of the device was clogged with foreign material. This medwatch is being submitted for the issue of the foreign material found in the nozzle unit during device evaluation.

Manufacturer narrative:
(B)(6). Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the nozzle unit of the device was clogged with foreign material. The water removal ability of the device did not meet the standard value due to the clogging. Other observations for the device are: objective lens, connecting tube, grip, universal cord, s-connector, and c-cover have a scratch; adhesive on distal end rubber coating (a-rubber) is detached; ig protector has a cut; switch (sw) sw1 and sw5 have scratches; protector on the control section side of universal cord is shaved; due to wear of angle wire, bending angle in all directions does not meet the standard value and play of up/down knobs is out of standard; and image has white dots due to damage of charge couple device unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Correction to the initial medwatch. The aware date should be 22-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual precleaning the endoscope and accessories :preparation: -warning: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d5, e1, e2, e3, g2, g3, g6, h2, and h10. Facility reprocessing information: an air water channel cleaning adapter is used for pre-cleaning, which is performed immediately afer a procedure. Steps taken during the pre-cleaning are: immediate suction/aspiration of biopsy channel after procedure; wiping of out surfaces endoscope; and air/water (a/w) channel cleaning using a/w channel cleaning adaptor. Detergent used for pre-cleaning are botodem (local enzymetic solution) and intercept (detergent pouch) for cleaning. All the endoscope channels are brushed during manual cleaning with reusable olympus brushes bw-20t and mh-507. Cleaning and disinfectant solutions used with the endoscope is opa (local manufacturer). Automatic endoscopy reprocessor (aer) being used to reprocess the endoscope is local endo-washer (by (B)(6)). Detergent and disinfectant used with the aer are enzymatic detergent and glutaraldehyde and opa (local manufacturer). There are no issue reported with the aer. The device is stored in almirah cabinet after drying.

Event description:
Addendum (B)(6) 2022: customer reported event occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was clogged with a brown foreign matter, but it was not possible to identify what the foreign matter was. There was no deformation or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.